Manufacturer narrative:
(B)(4) - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion set cannula kinked event on 05-april-2024 after 3 or more hours of insertion. Insertion site was abdomen. Infusion set has been used for 3-4 hours. Customer regularly rotate site location. The blood glucose level was high. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. Therefore, patient was treated with correction injection via IV bolus. Caller replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.